Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Through laboratory analysis, finding of tissue entwined in the helix may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to difficulty passing through the vena cava superior. The lead appeared to have a bend and the helix screw would spontaneously turn outward multiple times. A safe sheath was used and the rv lead was able to pass the obstruction. The rv lead was positioned into the right ventricular and the helix screw mechanism did not function as expected. A different rv lead was successfully implanted along with the right atrial lead. All measurements were excellent. No adverse patient effects were reported.